Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that there was no cannula when the sensor was removed from the customer. Customer's blood glucose was 150 mg/dl. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.